Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit received with no button response due to flattened (esc and up) button dome switch (no crease). The keypad connector on j2/lcd is locked properly during visual inspection. Unable to perform self test, displacement test, basic occlusion test, occlusion test, prime or compromised forced sensor system test, rewind test and excessive no delivery test due to no button response.

Event description:
The customer reported via phone call that the reservoir had an air bubbles. The customer¿s blood glucose was 200 mg/dl. Troubleshooting was performed for air bubbles and noticed that customer allowed for insulin to warm to room temperature prior to filling reservoir. The reservoir will not be returned for analysis.